Event description:
A (B)(6) male pt contacted zoll customer support to report that he was receiving check therapy pad messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages has been confirmed. Upon receipt the electrode belt failed the therapy electrode recognition test and was unable to deliver a treatment. The cause for the test failure and inability to treat was an open pulse wire in the distribution node to ECG-b cable. The root cause for the open pulse wire cannot be positively determined but is likely excessive force. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.